Event description:
Healthcare professional reported left side rupture, "swollen lymph nodes", and capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture, capsular contracture, lymphadenopathy was received on september 16, 2022, with lot number: 2737962. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening on the posterior side assessed as unidentified (tear) opening. (Shell thickness within specification). Capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy : unable to observe since it is a medical event and is not related to the device. No other observations in the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side rupture, "swollen lymph nodes", and capsular contracture baker grade I. The device has been explanted and replaced with a non-allergan device.